Event description:
Customer informed us on (B)(6) that one of our products was involved in a procedure (suboccipital craniotomy) in which the patient sustained a laceration.

Manufacturer narrative:
The product was sent in for inspection in combination with a third-party torque screw. A clamping force inspection is not possible with the third-party component. Any risks arising from the use of a third-party component, in particular the torque screw, cannot be excluded nor assessed. The permissible components that can be combined with the product are specified in the instructions for use of the product. The second deviation, the slight play in the arch holder cannot have contributed to a slippage and has therefore no casual link to described incident. The maintenance interval was exceeded by the customer by 5 months. Any deviations detected could not have gone undetected during routine inspection and maintenance. The maintenance interval of one year is specified as mandatory in the product's instructions for use. No causal link can be established between the skull clamp sent in and the slippage described. In our experience, the pinning technique is decisive for the stability of the fixation of the patient's skull. It cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."